Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called requesting assistance with infusion set change. Caller was assisted but expressed frustration. Caller states that insulin spilled on adhesive. Caller was advised to start over and caller refused. Caller states that customer's blood glucose was over 400 mg/dl and it was due to bent cannula. Caller declined troubleshooting for high blood glucose. No further information provided.